Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product broke inside patient. The broken pieces were successfully removed from patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: while pulling mesh through the trocar the hunter bowel snapped and broke while in the patient. The handle and insert were removed the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, or rotational force with the jaw under load. Mfg date: manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product broke inside patient. The broken pieces were successfully removed from patient.